Event description:
Additional information was received from the patient. Patient reported the cause of the issue was unknown. Patient reported no steps were yet taken to resolve the issue, and the issue is not yet solved. Patient noted they are continually resetting stimulation on button.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they were having the stimulator revised on (B)(6). Patient noted the stimulator does not now nor has it ever worked, they have no relief.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-23 : information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt says that the battery percentages "aren't consistent" and says that their stimulation is turning off on its own which started happening a month and half or two months ago. They said currently controller is at 60 percent and ins is at 30 percent. Pt doesn't think they are confusing the 2 icons. Pt says they haven't had any falls or trauma. They have been through theft detection devices at stores. Redirected to healthcare provider (hcp) /manufacturer representative (rep) forfurther investigation. 2024-may-15: additional information was received from a manufacturer representative (rep). They called back extremely escalated stating that they are still having trouble with their stimulator, and for the past three days, they were at 30% and could not get the battery percentages to show on their controller device. Patient was unclear as to what the issue was, and when agent would ask for clarification patient would not answer, and became more escalated. Patient stated that they cannot see the battery percentages on their controller screen for the controller or their implant, and that the controller was stuck. Patient stated the last three times they charged their implant and their controller to 100%, they will not touch the equipment, and it will go down to 90% even when both are off. Patient also stated they keep having to press the white button on the controller to turn stim on and off, and was escalated because they are "not supposed to have to" keep pressing that button. Each time agent asked for more clarification on the patients re ason for call, patient became escalated. Agent asked if the patient had their external equipment to perform troubleshooting, and patient stated no, and that they are not going to take the time to do so. Patient insisted they want to meet with somebody in person to address the issue. Patient stated they will not call their doctor, and asked for agent to contact their manufacturer representative (rep). An email was sent to reps to further address the issue.